Manufacturer narrative:
Upon receipt, the lead was found dissected in two segments at 15.5 cm distal to the is-1connector pin. A portion of lead body between these segments was not returned for analysis. Abrasion marks were found along the distal lead segment, with a damaged insulation asa result of friction in the distal area. This damage can be considered to be the root cause of the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to a severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further inspection of the lead revealed severe explantation damages i.e. The distal segment was found deformed, cuttings of the insulation were noted, the shock coils were found deformed and the fixation helix was found bent and stretched. The analysis of the ICD and the lead did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after in implantation period of about 45 months, it was reported that the patient had several recorded episodes with inappropriate vt detection. Re-programming solved the problem and the device remained implanted at that time, as all technical parameters were reported to be good and stable. Furthermore, oversensing with inappropriate vt detection was reported during a routine follow-up on 3. (B)(6) 2014. On 20. (B)(6) more oversening was reported as well as a decrease in rv impedance (294 ohm from 539 ohm) and elevated rv threshold values (1.5v @ 0.4 ms from 0.5v @ 0.4 ms). The physician decided to replace the rv lead and the ICD. Both products were not returned to biotronik. No adverse patient side effects have been reported.